Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored episodes of atrial tachy response (atr), ventricular, and signal artifact monitor (sam). Technical services (ts) analyzed device episode data and speculated that these were due to electromagnetic interference (emi) present during a possible procedure. During these episodes, the noise and respiratory rate trend (rrt) noise was found on both right atrial (ra) lead and right ventricular (rv) lead channels. The atrial pace impedance measurements were greater than 3000 ohms while the rv pace impedance measurements were less than 200 ohms, which were both out of range. It was noted that there was oversensing with over two seconds of pacing inhibition; however, the patient's intrinsic rhythm was present. Lead measurements after this date were within normal range. The physician will continue to monitor. No additional adverse patient effects were reported. Currently, this ICD remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored episodes of atrial tachy response (atr), ventricular, and signal artifact monitor (sam). Technical services (ts) analyzed device episode data and speculated that these were due to electromagnetic interference (emi) present during a possible procedure. During these episodes, the noise and respiratory rate trend (rrt) noise was found on both right atrial (ra) lead and right ventricular (rv) lead channels. The atrial pace impedance measurements were greater than 3000 ohms while the rv pace impedance measurements were less than 200 ohms, which were both out of range. It was noted that there was oversensing with over two seconds of pacing inhibition; however, the patient's intrinsic rhythm was present. Lead measurements after this date were within normal range. The physician will continue to monitor. No additional adverse patient effects were reported. Currently, this ICD remains in service.